Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. It was also unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor passed the motor test. Device passed the displacement test, rewind and basic occlusion test. No motor error alarm noted. Device had a scratched display window, scratched case, cracked reservoir tube lip and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during bolus. Customer's blood glucose value was 520 mg/dl; treated with manual injection. Customer stated that blood glucose level was high because the set was kinked. The drive support cap is recessed. The device was not exposed to a magnetic field and the customer was able to rewind. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.